Event description:
During testing at the user facility, charring was noted on the male end of the ac power cord plug. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, charring was noted on the male end of the ac power cord plug. The cause of the charring on the male end of the ac power cord plug could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).